Event description:
A caller reported that a pump malfunction occurred, displaying malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue reoccurred, which they understood and acknowledged.